Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with (B)(4) units of insulin. The customer was unable to provide the amount of insulin that had been delivered. Review of the pump data logbook, showed that the cartridge had been filled with (B)(4) units the previous night, and the insulin gauge decreased to (B)(4) units on the morning of (B)(4) 2017. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 192 mg/dl.